Event description:
A webform complaint was received in which it was reported a customer received a "signal loss" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer experienced tremors with a blood glucose measurement of 416 mg/dl and received treatment of insulin (dose/type unspecified) provided by a non-healthcare professional. No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. The sensor data was reviewed and signal low error message along with a drop in glucose/ temp values were observed, indicating that the user removed the sensor early. This issue is not confirmed to early sensor removal. N/a was selected for g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted. Section b1 - adverse event/product problem, updated to 'adverse event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "signal loss" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer experienced tremors with a blood glucose measurement of 416 mg/dl and received treatment of insulin (dose/type unspecified) provided by a non-healthcare professional. No further details were provided. There was no report of death or permanent impairment associated with this event.